Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic knife was not sharp enough and the tip was folded over during cataract surgery with intraocular lens (iol) implantation. The surgery was completed after replacing the product with another knife. No patient harm was reported.